Event description:
Tensioner could not tighten the cable.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned. Review of mfg records has been requested.